Manufacturer narrative:
Vyaire file identification: (B)(4). Unable to verify r1. Service technician was not able to verify customer's reported problem "fio2 inaccuracy". All testing performed with a good known test ac adapter and patient circuit connected. Vent passed 48 hours extended tests at customer settings with no unusual alarms or conditions. Vent failed troubleshooting final test at battery operation test. Battery operation test failed for non-conformance with actual. Actual was 0, expected is 1. Bench testing revealed internal battery (p/n 18608-001) is creating the non-conformance. Replaced internal battery with a good known test battery and vent passed battery operation test.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit experienced inaccuracy of the fraction of inspired oxygen (fio2). Patient involvement associated with the reported event is unknown at this time.